Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "disassociations of modular components have been reported. Failure to properly align and completely seat the components together can lead to disassociation." This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2013-02045, 02780 & 03229).

Event description:
It was reported that patient underwent a total reverse shoulder arthroplasty on (B)(6) 2009. Subsequently, a revision procedure was performed on (B)(6) 2013 due to dislocation of the glenosphere. The glenosphere, bearing, and taper adapter were removed and replaced. Upon removal, it was noted that the taper adapter and the bearing were damaged. Additional information received indicates that the central screw was not fully seated. This issue was noted during the revision procedure on (B)(6) 2013 and the central screw was also removed and replaced.